Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. Customer changed pump supplies to address the issue. The customer's blood glucose (bg) level was "high"; specific value not provided. Customer delivered a correction bolus via the pump to address bg.